Event description:
A case report was received on 29 september 2009 by baxter (B) (4) from (B) (6) hospital concerning an event that occurred on (B) (6) 2009 with an aquarius machine (B) (4). Reportedly, while in use, practice educators advised that the pre-filter pressure gate clamp had broken off during the process of connecting the aquarius to the patient, resulting in the patient, two nurses and the cubicle being sprayed with blood. Neither practice educators reported any resulting complications with the patient, but they were unable to confirm the exact details as they are awaiting the return of the nurse on shift that will provide the account manager with more information. A call was made by one of the practice educators on the 15th september to baxter technical services to request repair for the gate clamp. The service call was performed on 16 september 2009. Neither technical services nor the service technician were aware that the gate clamp had broken off during treatment resulting in blood contamination, and as such no report was made at the time. The patient was not treated prophylactically. There were no injury reports for the patient, user or any other individual. (B) (4).

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Customer letter not required.

Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is also unknown if the death was device related. No further details were provided.